Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose value of 400 mg/dl after a recent infusion set change using a 6 mm teflon set, with concern that the cannula or applicator connection was compromised when the set disconnected from the applicator and was reattached. Symptoms included hyperglycemia. Outcomes included no medical intervention and self-reported improvement with glucose trending downward. Troubleshooting and education were provided, including guidance that the cannula could be bent and that a set change was indicated, but the user declined an immediate change and planned to call back. Investigation included complaint handling and user interview. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that a bent or improperly seated cannula could not be ruled out. It was concluded that the event was user-related hyperglycemia with an undetermined root cause and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.